Manufacturer narrative:
(Catalogue # and lot #) - the customer reported the product code as 2h8537 with lot # r21k19208; however, lot # r21k19208 is associated with product code 2c8546. Upon follow up, the customer insisted the product code and lot number were correctly reported. Therefore, the product code and lot # will remain as unknown. (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown continu-flo access set leaked. Furthermore, the leak was observed from "one of the luer activated valves". However, the user had non-baxter caps on all the valves. The patient was receiving a total parenteral nutrition (tpn) and lipid infusion via a sigma pump through a peripherally inserted central catheter (PICC) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: it was reported a clearlink system continu-flo solution set (previously reported as an ¿unknown continu-flo access set¿) leaked. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing including pressure and clear passage underwater testing, and no leaks were observed. Priming was completed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.